Manufacturer narrative:
After completing the insulin injection for the patient, the patient felt pain at the injection site. The nurse gave him a hot compress and his symptoms improved afterwards. Review of manufacturing showed no abnormalities or deviations from the validated manufacturing process for the main batch 211210. In-process control for the needle tip to the cannula is 100% completed before the inner protective cap is fitted. No issues could be found.

Event description:
After completing the insulin injection for the patient, the patient felt pain at the injection site. The nurse gave him a hot compress and his symptoms improved afterwards.